Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 800 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia and loss of consciousness and a heart attack. The patient reports while having intravenous immunoglobulin (ivig) their nurse had arrived and found the patient unresponsive on the floor. Once at the hospital the patient was placed in the intensive care unit. The patients pod was removed. The patient was treated with intravenous insulin. The patient was prescribed insulin pens. The patient was discharged from the hospital after 6 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.